Event description:
It was reported that there was high pacing impedance and a high number of short intervals, which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 407645 implantable pacing lead, (B)(6) 2004. (B)(4).